Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut off due to insufficient power. Reportedly, the customer charged the pump, reloaded a new cartridge and resumed insulin delivery. The customer¿s blood glucose (bg) level was 300 (mg/dl). A manual injection was administered to address bg level. During follow up, the customer acknowledged that the pump battery was depleting more quickly due to increased interaction with the pump and continuous glucose monitor paring.